Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with premature battery depletion via merlin.net transmission. In clinic, no hv therapies were revealed. The patient will continue to be monitored via merlin.net. Once the device will reach eri, it will be explanted and returned for analysis.